Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports: "based on the returned samples provided, 15mm plug gauge test was conducted on the connector of the sample. The connector side is in the specification according to iso 5356-1:2015. In current manufacturing procedure, iqc department will conduct sampling gauge test before release the part item to production. In production, 100% visual inspection at assembly area is conducted. Thus , any ineffective products will be culled out during this process. Therefore , it is very unlikely condition at the manufacturing area that the product having defect to be released for shipment." The complaint could not be confirmed. No issues were found with the returned sample and a review of the device history records showed no relevant findings. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, when the user attempted to connect the trach-vent to the tracheostomy tube, the trach-vent could be inserted into the tube only about 2mm and got detached immediately. The user opened a new unit, but the same issue occurred. Therefore, the third unit was used to complete the procedure. Additional information states that although the patient sustained desaturation during this event, there was no harm or injury to the patient. No medical intervention required. When asked, the customer did not know the percentage of desaturation that occurred. The patient status is reported as "fine". See associated MDR 8040412-2023-00137.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that, when the user attempted to connect the trach-vent to the tracheostomy tube, the trach-vent could be inserted into the tube only about 2mm and got detached immediately. The user opened a new unit, but the same issue occurred. Therefore, the third unit was used to complete the procedure. Additional information states that although the patient sustained desaturation during this event, there was no harm or injury to the patient. No medical intervention required. When asked, the customer did not know the percentage of desaturation that occurred. The patient status is reported as "fine". See associated MDR 8040412-2023-00137.